Event description:
During a remote follow up, episodes of far p oversensing were noted on the device. Technical support was contacted and recommended reprogramming. Reprogramming was performed, however, additional episodes of far p oversensing were observed. Technical support was contacted again and recommended additional reprogramming to resolve the event. Additional reprogramming is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating additional reprogramming was performed to resolve the event. The patient was stable.